Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (576 mg/dl). A correction bolus was delivered and the infusion set was changed to treat the bg. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.